Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported type iiib endoleak is unconfirmed, but the reported aneurysm enlargement was confirmed to be significant in growth (5mm). The clinical evaluation, however, determined that there was evidence to reasonably suggest the following: migration of the infrarenal proximal extension (by 10mm) and type ii endoleaks of the lumbars occurred that were not included in the event as reported. These additional observations were discovered during review of the 93-month post implant CT (computed tomography) scan. The causation of the type ii endoleaks are anatomy-related, sac growth is due to the type ii endoleaks, and the migration causation is indeterminate. Procedure-related harms and the device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was a confirmed re-intervention with ovation ix reline. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7.5) years post initial procedure, the patient presented with a possible 3b endoleak and sac expansion. Patient is pending re-intervention. Additional information received confirming that re-intervention was completed as scheduled; the physician elected to treat the patient by relining with the ovation ix abdominal aortic aneurysm stent, which included one (1) main body and two (2) iliac limbs. The final patient status post re-intervention is unknown. Clinical evaluation also identified the presence of multiple type ii endoleaks, migration of the proximal extension, and that the reported sac expansion was confirmed significant in growth (equal or greater than 5mm).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with strata¿. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7.5) years post initial procedure, the patient presented with a possible 3b endoleak and sac expansion. Patient is pending re-intervention.